Manufacturer narrative:
B3: aware date was used as event date, as actual event date is not known.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. The patient stated they have had the closure device for a year and half now and last week it stopped a clot, which is now stuck in the closure device. The patient also reported that in relation to this event the physician placed them back on a blood thinner. The patient will have a follow up appointment with his provider.